Manufacturer narrative:
The fsca service app verbiage was missing from the initial report. The fsca verbiage is added to the report. Was checked as corrected data in the initial report instead of the manufacturer narrative. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received identified that troubleshooting was reattempted to no avail. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent unrelated surgery after which the scs ipg could not communicate with the external devices. Multiple attempts were made but to no avail. Clinical programmer log analysis and follow-up with the physician is pending. No further information is available at this time.